Manufacturer narrative:
No conclusion can be drawn based on the incomplete information provided on alleged "punitive damages". Cook will reopen its investigation if further information is received.

Event description:
It is alleged that [pt] received a cook gunther tulip on or about (B)(6) 2009. State of residence: (B)(6). Implanting facility: (B)(6). Implanting city and state: (B)(6). Implanting physician: (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 21feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis while undergoing chemotherapy and radiation for breast cancer. [Pt] is alleging tilt. [Pt] further alleges anxiety/stress, regular monitoring, physical and emotional suffering.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip-tilt, anxiety/stress, regular monitoring, severe physical and emotional suffering". Cook will reopen its investigation if further information is received. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety/stress, regular monitoring, severe physical and emotional suffering is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on or about (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.